Event description:
It was reported that a death occurred. On (B)(6) 2019, the patient underwent a left atrial appendage (laa) closure procedure and a watchman laa closure device was implanted without incident. The patient was fine post procedure. The patient had an extended stay in the hospital for treatment of urinary retention and was discharged (B)(6). On (B)(6), the patient presented to the emergency department in ventricular fibrillation (vf) arrest. Patient was defibrillated, epinephrine and lidocaine were administered. A second shock was performed for which the rhythm was converted then returned back to vf. The patient had a pacemaker and was given pacing, but no capture. (The patient did not have an implantable cardioverter-defibrillator.) Vf arrest generated asystole without pacemaker capture. The patient expired that day. The cause of death was vf arrest. Per physician, there was no indication of any issue with the watchman device or procedure. There was no imaging or autopsy performed. Of note, the patient had history of heart failure and no known history of vf.